Event description:
Customer alleged while leaning on the rollator, the rollator started to slip due to having brake problems. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6). The consumers preexisting medical condition states that she is hunched over due to scoliosis and has one leg shorter than the other. The consumers stability and medication regimen are unknown. The consumer stated that she was reaching to a glass while leaning on the rollator when the rollator started to slip. The consumer was able to catch herself and did not fall. The consumer stated that she has not had brakes on her (B)(4) rollator for several months. Invacare provided several local dealers in her area for assistance. No injury. No RMA has been issued at this time.